Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available x-ray images were inspected, confirming the reported dislodgement of the lead on the (B)(6) 2018 in comparison to the image from the (B)(6) 2018. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that lead had to be repositioned approx. 3 months after the implantation due to dislodgement.